Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user facility that in an unspecified timing, the image failure occurred on the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus service operation repair center checked the subject device and found that the endoscopic image on the monitor disappeared when the subject device was angulated.